Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false negative hcg results using the consult hcg urine cassette. Patient 1, tested 21 weeks; 2, 28 weeks; 3, 12 weeks; 4, 9 weeks; 5, 8 weeks; 6, 7 weeks. All tests used first morning urine; tested at room temperature. All urine sample were negative. Same day serum sent to lab and all confirmed positive hcg, quantitative ranges from 9000 miu to 20000 miu (exact data not provided). No patient specimen available for further testing. All patients were diagnosed pregnant based on serum results and clinical observation. No adverse acton taken based on urine test results.